Event description:
It was reported the patient alert sounded, and ventricular pacing impedance was high, > 2000 ohms. Pacing threshold was also reported to be increasing. The pace/sense portion of the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.